Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 400 mg/dl due to falling asleep and not delivering a bolus. Customer treated high blood glucose with insulin pump. Customer reported of receiving excessive sensor error alarms. Troubleshooting was performed and customer would monitor issue.